Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No anomaly noted when installing the test p-cap and reservoir into the reservoir compartment. Device remaining in the status screen matches the test reservoir volume. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalization due to low blood glucose on (B)(6) 2020. Blood glucose reading was 38 mg/dl. Customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Auto mode was automatically delivering the insulin at the time of low blood glucose. Customer does allege pump was over delivering. The insulin pump will be returned for analysis.